Event description:
Argon plasma coagulation with ge probe used to cauterize active bleeder in gastroesophageal junction. Area cauterized. After another reflex view was done by physician, clot was washed, and pt started having severe abdominal pain and distention.